Event description:
It was reported that a patient had a bkp to treat multiple compression fractures at l4 and l5. The procedure was uneventful and pre and post op films showed the cement contained within the vertebral body. The patient came to the ER several days later needing pain medication, according to the report. X-ray showed no new fractures or change in cement so the patient was discharged and came back to the ER several days later complaining of no relief in back pain. It was reported that "it was not worse, the pain just did not get any better." An MRI was ordered and showed the cement was well contained within l4 and l5 but a high signal was detected within the vertebral body. The post-op MRI also showed a slight decrease in the vertebral body height. Reportedly, it was unknown if the vertebral body fell 4mm after procedure or in between the first MRI and the procedure. In the physician's opinion, "the incident was not related to a bkp device" and a revision surgery is not being considered at this time. The patient was referred back to her pcp who is helping her manage the pain. No further information has been reported.

Manufacturer narrative:
(B)(4). Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Radiology film interpretation: "pre-op sagittal stir lumbar shows increased signal at l4, l5. Single stir sagittal view of lumbar spine showing previous kyphoplasty at l4 <(>&<)> l5. Increased signal continues in most of l4 and around the cement bolus at l5. No increase is noted in discs and no epidural mass effect is seen."